Manufacturer narrative:
The reported product is an unknown baxter derma close product. Literature article: mackay, b., j., dardano, a., n., klapper, a., m., parekh, s., g., soliman, m., q., and valerio I., l. ¿multidisciplinary application of an external tissue expander device to improve patient outcomes: a critical review¿. Advances in wound care. 2020 sep;9(9):525-538. Doi: 10.1089/wound.2019.1112. Epub 2020 feb 19. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which a patient underwent a median sternotomy for aortic valve replacement and subsequently developed a postoperative infection. After four days of wound vacuum-assisted closure, skin and subcutaneous fat were undermined and dermaclose (continuous external tissue expansion) was applied for seven days. A soft foam dressing was placed underneath the device to protect underlying skin; however, the patient experienced some blistering on the breasts. The patient was treated with ¿local wound care¿ (no further details). The patient outcome was reported as ¿this healed fully with local wound care¿ and was "completely healed by the 5 month follow up". No additional information is available.